Event description:
Complainant alleged that during biomed testing the device powered up with only a green dot in the display. Complainant indicated that there was no pt involvement in the reported malfunction.